Event description:
Analysis of the returned device found a hole in the catheter shaft. There was no patient involvement.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual, tactile and microscopic inspection of the returned device found that there was a hole in the catheter shaft 3mm from the end of the strain relief. The catheter leaked from this hole during a leak test. All dimensions were found to be within specification. The hole found in the shaft is potentially related to a manufacturing issue in the moulding process. A root cause of manufacturing has been assigned to this complaint because the complaint is for a product which fails to meets specification due to the manufacturing process.